Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) showing maintenance required code# 05. No harm or injury reported.

Manufacturer narrative:
Updated data: b4, e1 (email), e3 (occupation), g3, g6, h1, h2.

Manufacturer narrative:
Updated fields: b4, b5, e1, e2, g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, he replaced the main pcb.

Event description:
It was reported during routine check that , the cs100 intra-aortic balloon pump (iabp) showing maintenance required code# 05. There was no patient involved.